Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation - customer had returned the incorrect meter. Test strips were returned - only one test strip was in the vial, unable to test. Product was discarded. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 77, 97, 90, 78 and 74 mg/dl. The customer¿s expected fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Customer stated that when the result of 74 mg/dl had been obtained he had been feeling "weird" at the time and so he had eaten. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/18/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 77 mg/dl date: on (B)(6) 2022 time: 4:15 pm fasting, result 2: 97 mg/dl date: on (B)(6) 2022 time: 12:37 pm fasting , result 3: 90 mg/dl date: on (B)(6) 2022 time: 1:14 pm fasting, result 4: 78 mg/dl date: on (B)(6) 2022 time: 8:55 pm fasting, result 5: 74 mg/dl date: on (B)(6) 2022 time: 8:45 am fasting.

Manufacturer narrative:
Sections with additional information as of 07-oct-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.